Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently turned on the pump's exercise mode. Customer reported that they had since turned the setting off and declined further troubleshooting. Customer's blood glucose was 275 mg/dl.